Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that pumps were exhibiting no disposable alarm, not detecting the cassette, when a smiths medical, cadd medication cassettes was attached. Per reported the pump rate was 39 ml over 24 hours. No adverse patient effects were reported. No additional information is available at this time.